Event description:
Provider states hilo motor would not stop operating and caused the frame of the bed to bend.

Manufacturer narrative:
(B)(4). - follow up #001. Initial (B)(4) issued MFR. Report # 3003433498-2013-00226 indicating that this incident was reportable to the USA FDA. This product, an echo homecare bed is not distributed in the USA, therefore, no report to the USA FDA was necessary.